Event description:
Edwards received information that a 32mm bioprosthetic mitral ring, implanted approximately three (3) years and twenty-four (24) days, was explanted due to severe regurgitation & paravalvular leak (pvl), secondary to ring dehiscence. The explanted device (annluloplasty ring) was replaced with a bioprosthetic valve. The patient underwent a tricuspid valve repair during the same surgery, and is reported in stable and satisfactory condition.

Manufacturer narrative:
(B)(4). The explanted device was not returned to manufacturer as it was discarded at hospital, thus an evaluation was not performed. Annuloplasty ring dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. The device history record review was completed and confirms that this device passed all manufacturing or sterilization inspections. No further action is required at this time, edwards will continue to review and monitor all events.